Event description:
A report was received that the patient was experiencing an odd sensation over the pocket site when stimulation is on. It was believed that the pain could be related to an infection at the ipg site. Antibiotics was prescribed. The physician believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional information was received that the patient's infection and its symptoms had been cleared. No further information can be obtained for the physician's name and contact details.

Event description:
A report was received that the patient was experiencing an odd sensation over the pocket site when stimulation is on. It was believed that the pain could be related to an infection at the ipg site. Antibiotics was prescribed. The physician believed that the infection was not device or procedure related.